Event description:
Reason for cle transmission: cva. Ra under-sensing on presenting electrograms (egm). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).